Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was undersensing of p-waves some of the time. It was also noted that the patient did have some leaking of blood in the pocket. The device remains in use. No patient complications have been reported as a result of this event.